Manufacturer narrative:
The reported issue that there were multiple devices that had dim segments was confirmed on the returned display board assemblies. Visual inspection of each board was performed and no damage, corrosion, or cold solder was observed. The returned display boards were tested using a lvp mockup test fixture ((B)(4)) attached to a cad pcu. The boards were tested running basic infusions at 888 ml/h and 88.8 ml/h to determine missing or dim segments; dim meaning some light was visible, but not enough to easily determine the number that is expected to display. Testing results identified all returned 13 lvp display board assemblies had dim segments. The exact root cause traced to manufacturing. Review of the s/n (B)(4) service history record showed the device had a manufacture date of 18aug2016. A review of the device service history record was performed beginning from the date of manufacture to the present date 11nov2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. Only the dim segments were returned.

Event description:
It was reported that there were multiple devices that had dim segments. The issues were discovered during preventative maintenance (pm); therefore, there were no patient involvement.